Event description:
This spontaneous report was received from a nurse via sales representative on 17-jun-2016, concerning a patient of an unknown age and sex who expired on (B)(6) 2016. The patient was grafted with (B)(4) units of cultured epidermal autografts (epicel) with lot number ee02058 for an unknown indication. Details regarding medical history and concomitant medication were not provided. On (B)(6) 2016, the patient was grafted with (B)(4) units of cultured epidermal autografts with lot number ee02058, product part number au201 and (B)(4). On (B)(6) 2016, the patient expired from an unknown cause. Details regarding treatment was not provided. Further details including description of clinical presentation, signs, symptoms, diagnostic tests, baseline data, diagnosis, cause of death and autopsy results were not reported. Outcome: fatal seriousness criterion: death the reporter did not provide the causal relationship between the event and epicel grafts. However, as per the condition of the humanitarian device exemption, that "unless death is specifically reported as "not related" to epicel by the reporter, it will be considered causally related", this event is considered as related to epicel grafts.

Event description:
Case description: this spontaneous report was received from a nurse via sales representative on 17-jun-2016, concerning a patient of an unknown age and sex who expired on (B)(6) 2016. The patient was grafted with 72 units of cultured epidermal autografts (epicel) with lot number ee02058 for an unknown indication. Details regarding medical history and concomitant medication were not provided. On (B)(6) 2016, the patient was grafted with 72 units of cultured epidermal autografts with lot number ee02058, product part number au201 and sales order number (B)(4). On (B)(6) 2016, the patient expired from an unknown cause. Details regarding treatment was not provided. Further details including description of clinical presentation, signs, symptoms, diagnostic tests, baseline data, diagnosis, cause of death and autopsy results were not reported. Outcome: fatal. Seriousness criterion: death. The reporter did not provide the causal relationship between the event and epicel grafts. However, as per the condition of the humanitarian device exemption, that "unless death is specifically reported as "not related" to epicel by the reporter, it will be considered causally related", this event is considered as related to epicel grafts. Additional information was received on 12-jul-2016 from the reporter concerning a (B)(6) years old female patient. The height and weight of the patient was reported as (B)(6). On (B)(6) 2016, the patient was hospitalized. Total body surface area (tbsa) burn was 70 percent. Medical information revealed no allergies to vancomycin, amikacin and amphoteracin b. On (B)(6) 2016, the biopsy was performed on left and right axilla and there was no wound or systemic infection of microbial and fungal origin. Qc sterility test results of pre-release sample type from (B)(6) 2016 and of final product sample type (B)(6) 2016 were both negative. Environmental results: personnel monitoring of manufacturing passed in grade a and b parameters and personnel monitoring of qc sterility passed with grade a parameters. The quality control assay were reviewed which included graft inspection (results were 72 grafts available for shipment interpretation was pass), dual stain assay (result: 50-75 percent interpretation was pass) and endotoxin assay as passed (result: less than 1). No additional information was provided.

Event description:
Multisystem organ failure. Case description: this spontaneous report was received from a nurse via sales representative on 17-jun-2016, concerning a patient of an unknown age and sex who expired on (B)(6) 2016. The patient was grafted with 72 units of cultured epidermal autografts (epicel) with lot number ee02058 for an unknown indication. Details regarding medical history and concomitant medication were not provided. On (B)(6) 2016, the patient was grafted with 72 units of cultured epidermal autografts with lot number ee02058, product part number au201 and sales order (B)(4). On (B)(6) 2016, the patient expired from an unknown cause. Regarding treatment was not provided. Further details including description of clinical presentation, signs, symptoms, diagnostic tests, baseline data, diagnosis, cause of death and autopsy results were not reported. Outcome: fatal. Seriousness criterion: death. The reporter did not provide the causal relationship between the event and epicel grafts. However, as per the condition of the humanitarian device exemption, that "unless death is specifically reported as "not related" to epicel by the reporter, it will be considered causally related", this event is considered as related to epicel grafts. Additional information was received on 12-jul-2016 from the reporter concerning a (B)(6) female patient. The height and weight of the patient was reported as (B)(6) respectively. On (B)(6) 2016, the patient was hospitalized. Total body surface area (tbsa) burn was 70 percent. Medical information revealed no allergies to vancomycin, amikacin and amphoteracin b. On (B)(6) 2016, the biopsy was performed on left and right axilla and there was no wound or systemic infection of microbial and fungal origin. Qc sterility test results of pre-release sample type from (B)(6) 2016 and of final product sample type. On (B)(6) 2016 were both negative. Environmental results: personnel monitoring of manufacturing passed in grade a and b parameters and personnel monitoring of qc sterility passed with grade a parameters. The quality control assay were reviewed which included graft inspection (results were 72 grafts available for shipment interpretation was pass), dual stain assay (result: 50-75 percent interpretation was pass) and endotoxin assay as passed (result: less than no additional information was provided. Additional follow up information was received on 22-nov-2016 from a nurse. The nurse reported that the cause of death was multisystem organ failure. She also reported that the patient had a large burn and was very sick. No additional information was provided.